Manufacturer narrative:
Evaluation: results: stent dislodgement; 80% stenosis, moderate tortuosity. Conclusions: 80% stenosis, moderate tortuosity; introduction of 2 stent delivery systems in one guide catheter. Secondary intervention. Stent removed with a snare.

Event description:
A 3.5 mm diameter x 15mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient's cx artery for the treatment of an unk lesion (MFR report # 2953200-2009-01221). An attempt was made to simultaneously insert a 2.75mm diameter x 24mm endeavor resolute rx drug-eluting coronary stent delivery system in the da artery. Vessel morphology was reported as moderately tortuous with 80% stenosis. It is reported that the devices couldn't cross the lesion due to tortuosity. An attempt was made to retract the 2.75mm diameter x 24mm endeavor resolute rx drug-eluting coronary stent. It is reported that while retracting the undeployed stent, the stent dislodged from the delivery system. An attempt was made to remove the dislodged stent with a snare, but this was not possible. It is reported that the 3.5 mm diameter x 15mm length endeavor resolute rx drug-eluting coronary stent was then removed from the pt. It was then possible to remove the dislodged stent. Finally, two stents from another manufacturer (2.75 x 16mm and 3.5 x 16mm) were implanted, without problem. Both the 3.5 mm diameter x 15mm length endeavor resolute rx drug-eluting coronary stent delivery system and the 2.75mm diameter x 24mm endeavor resolute rx drug-eluting coronary stent delivery system, with the dislodged stent were returned for eval. Review of the 3.5 mm diameter x 15mm length endeavor resolute rx drug-eluting coronary stent delivery system showed that the first and second proximal stent segments were deformed and pulled distally. Review of the 2.75mm diameter x 24mm endeavor resolute rx drug-eluting coronary stent delivery system showed that the balloon folds had expanded due to the absence of the stent, however, it was possible to view both the distal and proximal balloon pillow imprints. There was clear evidence of crimp/bake impressions on the balloon working length. The dislodged stent was stretched and deformed. It is possible that the stent retention was impacted during the procedure due to the presence of two endeavor resolute rx drug-eluting coronary stent delivery systems in the same guide catheter. It is likely that the stent retention was further impacted due to the vessel tortuosity and stenosis present. Thus, resulting in the damage to the 3.5 mm diameter x 15mm length endeavor resolute rx drug-eluting coronary stent and the stent dislodging from the 2.75mm diameter x 24mm endeavor resolute rx drug-eluting coronary stent delivery system during withdrawal.